Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient underwent a revision due to dislocation. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event for the liner. Medical records were not provided. A definitive root cause cannot be determined. It is also unknown if the patient dislocated 1 or many times by the term "dislocating" and if the constrained liner was attempted to be reduced by a closed reduction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.